Event description:
It was reported that noise oversensing was noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the primary vector. No inappropriate therapy was provided. Technical services (ts) reviewed device data and noted that system impedances are within range and note that the noise episodes may indicate an electrode or connection issue, including sense b noise. Ts recommended troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD provided an inappropriate shock due to noise oversensing. The patient was noted to have a previous revision in 2020 for noise oversensing resulting in inappropriate shock. The patient followed up in-clinic after the most recent episode. Noise was reproduced on all vectors. The s-ICD was deactivated, and an explant procedure is expected. The patient no longer wants an s-ICD system given the history of inappropriate therapy. This investigation will be updated when further information is provided. No adverse patient effects were reported.

Event description:
It was reported that noise oversensing was noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the primary vector. No inappropriate therapy was provided. Technical services (ts) reviewed device data and noted that system impedances are within range and note that the noise episodes may indicate an electrode or connection issue, including sense b noise. Ts recommended troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD provided an inappropriate shock due to noise oversensing. The patient was noted to have a previous revision in 2020 for noise oversensing resulting in inappropriate shock. The patient followed up in-clinic after the most recent episode. Noise was reproduced on all vectors. The s-ICD was deactivated, and an explant procedure is expected. The patient no longer wants an s-ICD system given the history of inappropriate therapy. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This s-ICD system was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted several cuts in the suture sleeve leading to out insulation fractured sense a and sense b cables near the terminal end. An x-ray was performed and confirmed fractured sense a and sense b cables. This damage is indicative of induced damages from the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of oversensing and inappropriate shock.

Event description:
It was reported that noise oversensing was noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the primary vector. No inappropriate therapy was provided. Technical services (ts) reviewed device data and noted that system impedances are within range and note that the noise episodes may indicate an electrode or connection issue, including sense b noise. Ts recommended troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD provided an inappropriate shock due to noise oversensing. The patient was noted to have a previous revision in 2020 for noise oversensing resulting in inappropriate shock. The patient followed up in-clinic after the most recent episode. Noise was reproduced on all vectors. The s-ICD was deactivated, and an explant procedure is expected. The patient no longer wants an s-ICD system given the history of inappropriate therapy. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This s-ICD system was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.